Event description:
Per the clinic, the device was explanted on (B)(6) 2024 due to tip foldover and poor performance. The patient was reimplanted with another cochlear device during the same surgery.

Manufacturer narrative:
Device analysis report attached.